Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro co2 tubing dislodged at the handle while harvesting saphenous vein. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use and slight evidence of blood were observed. The insufflation tubing was dislocated from inside the cannula handle. The tubing remained attached to the cord bundle. The handle was opened to inspect the location where the tubing was installed. Manufacturing process instruction specifies that adhesive be placed at three install points. The presence of adhesive was observed on the specified locations. No evidence that a manufacturing defect caused or contributed to the failure could be identified during the investigation. The device history record (DHR) showed that the reported lot number conformed to all applicable procedures and specifications and was accepted for release. Based on the condition of the device was found, the reported complaint was confirmed. The root cause is undetermined because the event occurred during use of the device and the procedural operation is unavailable for our review. A fir will not be issued at this time because there was no evidence suggesting that a manufacturing defect caused or contributed to the reported event. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).